Event description:
During a lap appendectomy procedure when the camera was inside the pt, the image rotated and presented a kaleidoscope effect. Because the facility did not have a back-up camera available, the surgeon decided to convert to open surgery. There was no adverse effect to the pt and the pt has been discharged.